Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced drainage and wound dehiscence around the implant site in 2013 and was subsequently treated with a course of oral antibiotics for 3 weeks. On (B)(6) 2018 the abutment was removed due to recurrent infections at the abutment site and subsequently the patient was administered oral antibiotics for 3 days.

Manufacturer narrative:
Updated data: this report is submitted on january 11, 2019.